Event description:
It was reported that there was a sudden decrease in pacing lead impedance as well as an increase in capture thresholds. The lead was capped and replaced without adverse consequence to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.